Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope's distal end cover was burnt. The event occurred during a therapeutic endoscopic submucosal dissection (esd) and the procedure was completed using the subject device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: d4 (UDI), d8, h2, h3, h4, h6. The device was returned to olympus for evaluation and the customer's reported issue was confirmed. Based on the results of the investigation, the root cause could not be determined. However, it is likely that a high-energy treatment device (laser, radiofrequency, etc.) Was used without ensuring a sufficient distance from the tip. Olympus will continue to monitor field performance for this device.